Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had absence of insulin flow blocked alarm on the insulin pump. The customer's blood glucose was 32.1 mmol/l at the time of incident. Troubleshooting was not completed as the customer did not have a tubing clamp available. The customer also reported a bent cannula on their infusion set. The customer declined to return the insulin pump for analysis.